Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("still having issue with chronic fatigue"), menorrhagia ("severe periods"), dysmenorrhoea ("severe periods and cramps"), depression ("depression"), crying ("weeping") and abdominal rigidity ("abdominal area between belly button and my incision almost rock hard"). The patient was treated with surgery (tube removed, hysterectomy). Essure was removed. At the time of the report, the medical device removal, menorrhagia, dysmenorrhoea and depression outcome was unknown and the fatigue had not resolved. The reporter considered abdominal rigidity, crying, depression, dysmenorrhoea, fatigue, medical device removal and menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event 'abdominal area between belly button and my incision almost rock hard' was added. On 23-mar-2020: new reporter added. Non-drug treatment updated with "hysterectomy". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("still having issue with chronic fatigue"), menorrhagia ("severe periods"), dysmenorrhoea ("severe periods and cramps") and depression ("depression"). The patient was treated with surgery (tube removed). Essure was removed. At the time of the report, the medical device removal, menorrhagia, dysmenorrhoea and depression outcome was unknown and the fatigue had not resolved. The reporter considered depression, dysmenorrhoea, fatigue, medical device removal and menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events: menorrhagia, dysmenorrhea and depression were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("still having issue with chronic fatigue"), menorrhagia ("severe periods/abnormal bleeding (menorrhagia)"), dysmenorrhoea ("severe periods and cramps"), depression ("depression"), crying ("weeping"), abdominal rigidity ("abdominal area between belly button and my incision almost rock hard") and hypersensitivity ("allergic reaction"). Essure was removed. At the time of the report, the pelvic pain, menorrhagia and depression had resolved, the fatigue had not resolved and the dysmenorrhoea and hypersensitivity outcome was unknown. The reporter considered abdominal rigidity, crying, depression, dysmenorrhoea, fatigue, hypersensitivity, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet: event medical device removal was deleted and replaced with new event pelvic pain and allergic reaction. Outcome of previously reported event depression was added to recovered. Date of essure removal ((B)(6) 2015) was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("still having issue with chronic fatigue"), menorrhagia ("severe periods/abnormal bleeding (menorrhagia)"), dysmenorrhoea ("severe periods and cramps"), depression ("depression"), crying ("weeping"), abdominal rigidity ("abdominal area between belly button and my incision almost rock hard") and hypersensitivity ("allergic reaction"). Essure was removed. At the time of the report, the pelvic pain, menorrhagia and depression had resolved, the fatigue had not resolved and the dysmenorrhoea and hypersensitivity outcome was unknown. The reporter considered abdominal rigidity, crying, depression, dysmenorrhoea, fatigue, hypersensitivity, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc. On 18-jun-2020: social media received. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tube removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("still having issue with chronic fatigue"). The patient was treated with surgery (tube removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the fatigue had not resolved. The reporter considered fatigue and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-mar-2020: social media received event " still having issue with chronic fatigue" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tube removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.